Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display, unresponsive keypad, and pump error 63 found on (B)(6) 2021. Device passed the displacement test, active current test, and self test. Device received with high sleep current and failed sleep current test, problem isolated to corroded battery tube. All buttons function properly. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Verified the device alarmed pump error 63 variable 12 in pump downloaded history on (B)(6) 2021 at time 05:49:42.000 due to hardware error isolated to electronic assembly. Device was cut open to perform visual inspection and found¿moisture damage¿on the pcba 1.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and corroded battery tube. Blank display not confirmed. Unresponsive keypad not confirmed, however, moisture damage was found on the keypad connector and j1 on pcba 1. Pump error 63 variable 12 confirmed due to hardware error isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Customer returned insulin pump for an alleged blank display, unresponsive keypad, and insulin pump error found on (B)(6), 2021. The insulin pump passed the displacement test, active current test, and self test. Insulin pump received with high sleep current and failed sleep current test, problem isolated to corroded battery tube. All buttons function properly. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the insulin pump alarmed insulin pump error variable 12 in insulin pump downloaded history on (B)(6), 2021 at time 05:49:42.000. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and corroded battery tube. Blank display not confirmed. Unresponsive keypad not confirmed, however, moisture damage was found on the keypad connector and j1 on electrical board 1. Insulin pump error variable 12 confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that the buttons are unresponsive and screen is blank at time of call. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.